Event description:
A vaxcel pasv port was implanted for the infusion of therapeutic medication. During placement, the peel away sheath would not separated all the way. The procedure was completed with the defective device.